Event description:
Resident received an excessive amount of morphine sulphate in a short period of time. Amount is not exactly known. Pump read 45.0 ml left. Two registered nurses counted amount left in bag was 60 ml. Pump was in continuous mode.